Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the sheath and hub separated on a wittich nitinol stone basket upon insertion. The device was removed and a new like device was used to complete the procedure as anticipated. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Additional information was received from the customer. The procedure being performed was a biliary stone removal in the patient's chest region. The customer reportedly employs a 0.035¿ terumo wire guide for almost every procedure, and in this case may have used a 10 french or 11 french dilator size. Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed that the connector cap was physically disconnected from the sheath¿s flare. The flare was too damaged to be accurately measured. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the definitive root cause was found to be user error in that the clinician did not use the appropriate sized dilator with the introducer sheath. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.